Event description:
Approximately four hours after surgery patient returned to emergency department and complained of swollen tongue. The patient was diagnosed with angioedma and treated with benadryl and lasix. The patient recovered. There was no report of device defect or malfunction.